Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was observed. The physician loaded the 3.50x12mm taxus express2 drug eluting stent onto the guidewire and noticed that the struts were bent. The device never entered the patient's body. The physician used another of the same device to successfully complete the procedure. There were no patient complications reported.